Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak and stated moisture was in the cassette door and pump modules and were discovered prior to when the call was made. Fluid was discovered during power fail recovery step 8 (remove cassette) of treatment. Fluid was discovered in the pump module area and leaked from moisture on the pump modules and inside the cassette door. Fluid was not discovered on the external of the cassette and the film on the back of the cassette was not loose. The cycler had prompted with m83 pump a vs pump b volume error alarms which occurred prior the fluid leak. The patient left the cassette door open for 24 hours but the moisture in the cassette door had not subsided and the patient did not feel safe using the cycler for treatment. The pdrn was advised to discontinue use of this cycler and the cycler was replaced due to the fluid leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a fluid leak and stated moisture was in the cassette door and pump modules and were discovered prior to when the call was made. Fluid was discovered during power fail recovery step 8 (remove cassette) of treatment. Fluid was discovered in the pump module area and leaked from moisture on the pump modules and inside the cassette door. Fluid was not discovered on the external of the cassette and the film on the back of the cassette was not loose. The cycler had prompted with m83 pump a vs pump b volume error alarms which occurred prior the fluid leak. The patient left the cassette door open for 24 hours but the moisture in the cassette door had not subsided and the patient did not feel safe using the cycler for treatment. The pdrn was advised to discontinue use of this cycler and the cycler was replaced due to the fluid leak. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.